Event description:
Patient presented with neck measuring approximately 12-13mm in length and a >60 degree angulation. Patient's implant of a 28-16-120bl bifurcated device, a 28-28-75l proximal extension, and a palmaz stent; access and deployment were uneventful. During post-dilatation, the balloon was overinflated which inadvertently caused the palmaz to perforate at the renals. The patient was converted to open repair however due to the brittle condition of the aorta the physician was unable to sew the graft to the tissue. The patient died in the or.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Treatment of 13mm neck with >60 degree angle is off-label.